Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced episodes of oversensing which resulted in inhibition of pacing while the patient slept. This was discovered at a routine follow-up examination, during which no oversensing could be reproduced.